Event description:
Bd syringes leaking either around the seal of plunger or through unseen hairline cracks. This has happened numerous times over the past few months with various size syringes. Rptr is concerned for the health of their pharmacists, pharmacy technicians, nurses and patients. Rptr has had large spills of doxorubicin and navelbine hazardous drugs and many other near misses.